Manufacturer narrative:
Update to h6 and h7. After further investigation, it has been determined that the investigation involved an analysis of production records and confirmation that the device was not returned. A manufacturing process problem was identified, and the cause has been traced to a manufacturing deficiency. This issue has been identified as related to medline recall r-26-025. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was reported that during "set up for preparation for stemi (emergency) patient, syringe and manifold would not connect properly and syringe was screwing back on itself delaying set up." A "new hand injection pack opened". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during "set up for preparation for stemi (emergency) patient, syringe and manifold would not connect properly and syringe was screwing back on itself delaying set up." A "new hand injection pack opened".